Event description:
Reportedly pt expired approx after an implant duration of 2.13 months (in 2007, after an implant 2 months prior), due to unk reasons. Unk if pt death is device related.

Manufacturer narrative:
Device not returned.